Event description:
It was reported the subject device had a communication error. The issue was noticed during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the camera unit, no endoscopic image, errors 318 and 221 occur, loss of water tightness, and corrosion on the coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to a disconnection in the camera unit, the endoscopic image cannot be displayed, and errors 318 and 221 occurred. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.